Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently and ipg was not getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient had to charge the ipg more frequently and ipg was not getting a full charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, and it was reported that the ipg was charged fully from its hibernation state, and the charging time was within the expected range. A review of the patients data indicated that the battery depletion rate was within the expected range and an electrical test revealed normal device characteristics.